Event description:
A customer called in requesting a coding training with his pxtra meter and reported as a result of being unable to test, he experienced weakness and subsequently lost consciousness. No self-treatment or third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This case did not involve a product malfunction. Since the medical event was related to a training issue, no investigation of the product is required. This is a final report.